Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware failure was not confirmed. A root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).